Manufacturer narrative:
The unit was received without a belt clip. Unable to confirm damage to the belt clip. The unit was received with a completely broken off reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube window, a cracked reservoir tube, a cracked display window, and a missing reservoir tube o-ring.(B)(4).

Event description:
The customer called to report that they woke up and saw that the reservoir top had come completely off. The customer's blood glucose reading was 300 mg/dl. The customer stated that the device had been hit against the sink, and the device also fell a few times after the belt clip broke. The customer was advised to revert to a backup plan and that the device would be replaced. The customer's device was returned for failure analysis.